Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle came off during procedure. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? How many sutures pulled off during this surgery? No product available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Note: events reported via: mw# 2210968-2023-09202, mw# 2210968-2023-09203 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.